Manufacturer narrative:
Nurse called in with a gas loss alarm. She stated the physician stated the balloon was not inflating. She passed the phone to the bedside nurse. When asked how long the pump had been in standby, the bedside nurse stated 44 minutes. Esp person explained that our recommendation was not to reinflate the balloon after 30 minutes due to the risk of thrombus. Esp person explained the provider should be notified of the prolonged time in standby, and the balloon would need to be removed, and replaced if needed. She was placed back on the line. Esp person explained my recommendations to her. Esp person encouraged her to call into the 1-800 line as soon as the alarm occurred so our emergency support team could assist. She stated she called into the 1-800 over an hour prior the first time. After further discussion, it was determined that she pressed option 2 for customer service and left a voicemail on her initial call. She stated after calling several in house colleagues and speaking to the physician several times, she called the 1-800 number a second time. On her second call in, she pressed option 4 for technical support. She spoke to dispatch, and pcmsi dispatched the call to me promptly. We discussed pressing option 1 for any patient on the balloon pump. I called into the 1-800 with her, and we listened to the prompts together. Option 1 states immediately ¿if you are calling with a patient on a device, in need of field service or rental please press 1¿. Esp person encouraged her to always call back into the 1-800 line if she did not receive a prompt call back. We reviewed the nature of the gas loss alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time of the original alarm.

Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit alarm. There were no patient harm or injury was reported.